Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 26th of february 2024 and 22nd of october 2024 recorded a stable pacing impedance of 500 ohms and a stable shock impedance of 80 ohms. The test value for shock impedance, acquired on 22nd of october, measured a shock impedance of >150 ohms. The analysis of the provided iegm episodes revealed a physiological ongoing ventricular tachycardia with ICD charging cycle and effective shock delivery. Furthermore, artifacts on the ra-channel synchronous to the rv-channel were recorded. No further abnormalities could be found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that during the ICD replacement ((B)(6), itrevia 7 vr-t dx df-1 promri) the shock impedance on this lead was too high and it was capped. A new lead was implanted.